Event description:
Reportedly, the instrument did not place properly formed staples on the tissue. Therefore, the procedure was converted to an open procedure to reinforce the fragment with hand sewing and complete the case.